Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump was alarming or beeping. The patient's pump was "dry" and was beeping. They needed someone to come to the nursing home and turn the beeping off. No symptoms were reported. The patient's pump was dry and he stopped getting in filled in (B)(4) 2017, the alarm started in (B)(4) 2017. The patient was the only one that could hear the alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was calling to see what she had to do to get the pump alarm turned off. The consumer alleged the pump was alarming or beeping. The sound was consistent with pump alarm. Consumer stated pump had gone dry. Patient's hands were not working and he was not able to operate his wheel chair and she had to put him in a nursing home. It was a gradual change in therapy/symptoms. No further complications were reported. The patient¿s medical history included multiple sclerosis since the patient was (B)(6). Patient was diagnosed with ms prior to implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump had been alarming for "a month or so" due to the pump's end of life. However, the patient was not a candidate for pump replacement and they needed to get the pump alarm turned off. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018. It was reported that the cause of the alarm was determined but the cause was not reported. It was noted someone came and "shut it off." The event had been resolved. The patient's weight and medical history were not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was still alarming and they wanted the alarms disabled but did not have access to a clinician programmer. It was reviewed that the pump had already reached end of service (eos) based off the normal 7 year pump longevity. No further complications were reported.